Event description:
It was reported that when advancing the stent delivery system (sds), before reaching the rhv (still outside the body), the stent dislodged. When the sds was attempted to be withdrawn, the shaft separated into two pieces where the balloon meets the distal shaft. No patient effects were reported. Although requested, no vessel information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found no blood or contrast visible. The balloon was separated at the proximal balloon seal, confirming the reported separation. The material was jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). The balloon and stent were not returned. The inner member was separated 7.5 cm proximal to the proximal balloon seal. The material was jagged at the separation. The distal end was not returned. The outer member was bunched in several locations proximal to the proximal balloon seal. The inner and outer members were smashed 13.5 cm distal to the guide wire exit notch for a length of 1.8 cm. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems(sds) are visually inspected for damage, inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible that mishandling of the sds contributed to the reported stent dislodgement and noted shaft separation; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this event. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported shaft separation and stent dislodgement could not be determined.